Event description:
It was reported that while using the camera visualization system, the screen had a black image, then it had no image and finally stopped functioning completely.

Manufacturer narrative:
Add'l info will be provided once the investigation has been completed.